Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event and date of explant is estimated to be (B)(6) 2019.

Event description:
It was reported the patient's ipg was explanted due to the patient experiencing pain at their ipg site.